Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. Final angiogram showed absence of blood flow to the left renal artery. It was initially reported that the stent graft may have covered the left renal artery. There was a tight stenosis at the ostium of the renal artery and the physician was unable to open it with a guide catheter or guidewire. Since there was a tight stenosis in the ostium of the left renal artery, the graft could not be pulled down. It was later reported that vessel spasms may have contributred to the left renal artery occlusion. The occlusion was left untreated. Vessel morphology is unknown. The pt experience a cerebral stroke one day after the stent graft implant. It was reported that the physician does not believe this is device related because the guidewires used were kept below the descending aorta during the implant procedure.